Event description:
Event description guidant received information that this defibrillation lead oversensed noise on the ventricular rate/sense and shocking channels. The implantable cardioverter defibrillator (ICD) inhibited pacing as a result of this oversensing. No adverse patient effects were noted. Lead measurements are acceptable and similar noise could be evoked with clinical maneuvers. Given the available information, a guidant technical services consultant suspects that the high voltage lead terminals may be reversed in the device header. Of note, the patient had previously had her device system invasively examined following a fall. The specifics surrounding this occurrence were not detailed in the patient's chart.